Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose was reportedly over 1000 mg/dl. The display on the insulin pump was blank at the time of the report. After placing a new battery into the insulin pump, the display returned. Troubleshooting was performed, and found that the customer's programming has been reset on the day of the event. However, the insulin pump was programmed correctly at the time of the report. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored for two days and the display was not observed going blank and no reset alarms were noted. After testing, it was concluded that the device operated within specifications.